Manufacturer narrative:
Qc was within the established ranges prior to and after the event. The customer confirmed the lab uses the reference range as published in the instructions for use (IFU) for total t4 although it states each site should develop their own reference range. Bci customer technical support recommended the customer to establish their own reference range that would be specific for their patient population. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to a lower than expected total t4 (tt4) patient result of 5.91 ug/dl generated by unicel dxi 600 access immunoassay analyzer for one patient sample. The result was reported out of the laboratory, and questioned by the physician. Repeat testing was not performed. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.